Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of stimulation on the left side. The lead impedances were high. On (B) (6) 2010, the pt underwent surgery to troubleshoot the issue. The lead was broken where it plugs into the extension. A new lead was attempted but could not be replaced. The pt was scheduled for a lead replacement surgery for (B) (6) 2010. Pt was receiving stimulation in both the right and left calf/foot, but it was not enough in the left to help. The pt has excellent right side relief.